Event description:
It was reported that during a da vinci-assisted colostomy closure procedure, the patient sustained a perforation to the small bowel when a monopolar curved scissors (mcs) instrument was inserted into the patient. The patient was re-admitted and had at least 1 follow up surgery, possibly two. The surgeon believes the patient will be hospitalized for the next 6 months. The surgeon advised they noticed the problem after 36 hours. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon indicated that the patient had a pre-operative colonoscopy on (B)(6) 2022. The patient then underwent a robotically assisted colostomy take-down/reversal procedure on (B)(6) 2022. During the colostomy reversal procedure and according to the surgeon, an assistant removed an unspecified instrument and replaced it with the mcs instrument. While inserting the mcs instrument, the surgeon reportedly saw that the instrument was not properly reset. The surgeon stated that the assistant continued to place the instrument into the port and pushed the instrument tip into the abdomen. The surgical procedure was completed with no apparent issues. The patient was returned to surgery 36 hours post-operatively for an open primary repair of a 1.5 mm intraluminal puncture and adhesions. The surgeon believes the bowel perforation occurred when the assistant installed the mcs instrument. Subsequently, on an unspecified date, the patient was again returned to surgery to address newly diagnosed small bowel necrosis and to redo the colostomy. The patient then underwent another follow-up surgery on an unspecified date for an abdominal wash-out and remained with an open abdomen. Following this washout procedure, the patient then underwent a subsequent small bowel resection. The patient currently has a colostomy and small bowel ostomy. The patient's belly is reported as still open and will eventually require closure. The surgeon does not know how long the patient will remain hospitalized.

Manufacturer narrative:
Based on the information provided, the cause of the bowel injury cannot be determined. However, the surgeon believes the bowel injury possibly occurred during insertion of an mcs instrument into the patient's abdomen. It is unclear if the mcs instrument was manually inserted or if the guided tool change feature was used. A follow-up MDR will be submitted if additional information is received. Per the da vinci xi surgical system user manual, the following warnings/cautions are noted: "manually inserting an instrument warning: the instrument may not be immediately visible when being moved from the cannula into the patient. Move the endoscope to visualize the instrument and use appropriate caution when inserting instruments into the patient. Caution: after inserting, ensure all installed instruments are visible in the surgeon console view before proceeding. This visual check prevents inadvertent harm to the patient." "Guided tool change overview to provide an efficient and safe method for instrument exchange or reinsertion, the system can assist the patient cart operator by guiding an instrument into the patient. Guided tool change helps guide the instrument tip to a location just short of the last position of the previously installed instrument tip. Warning: use appropriate caution when inserting instruments into the patient by visualizing the instrument on the vision cart touchscreen as it is being inserted. Caution: even though the system will bring the tip to its previous position, the system has no knowledge of obstacles that may have entered the instrument¿s path. Best practice is to observe the instrument tip coming into view on the patient-side monitor." There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to isi for failure analysis evaluation. A follow up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No photographic images or video recordings are available for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted colostomy closure procedure, the patient was found to have sustained a bowel injury 36 hours post-operatively. As a result, the patient underwent another surgical procedure to have the bowel injury repaired. Additionally, the patient has undergone a number of subsequent surgical procedures and currently has a colostomy and small bowel ostomy. The cause of the bowel injury is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.